Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04sep2019. Failure analysis on this returned defoa unit shows that this complaint was caused by a loose da to mc board cable at the da board j3 side of this unit. Reseating the loose da to mc board cable corrected the problem with this vent.

Event description:
The field service engineer noted that the unit goes into vent in op mode when turned on. The average air reading was also out of the allowable range. There was no patient involvement.